Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following a cavotricuspid isthmus (cti) ablation procedure, a blood clot was found in the right coronary artery which required surgical intervention to resolve. Post-procedure the patient experienced chest pain in the recovery ward. An echocardiogram revealed st elevation in leads ii iii avf, and t wave inversion in v1 and v2. An angiogram was then performed which revealed a clot in the right coronary artery. The clot was removed and two stents were placed in the artery. During the procedure, there was no evidence of steam pops and no safety alarms were triggered. It was thought the complication might be due to transmural rf energy delivered from the ablation catheter tip through the cti to the coronary artery below. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files and ensite case study were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The ensite case study indicated no impedance issues or other anomalies during rf delivery throughout the procedure. Additionally, the log files indicate that the catheter was not removed from and reinserted into the patient after the first ablation. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown.